Manufacturer narrative:
Additional information: product sample photo received. Investigation is currently in progress. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
On 07/2015. Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported foreign material was found inside primary package. No patient involvement was reported.